Manufacturer narrative:
Other, one cadd legacy 1 pump was received to investigate the reported -7.90 failed accuracy. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. To further investigate, three separate delivery accuracy tests and a visual inspection were performed. The customer's concern was unable to be duplicated. Delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6 percent. No problems were found with the delivery accuracy of the pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy test by a volume of -7.90%. The product problem was observed during testing. There was no patient involvement.